Event description:
It was reported that the patient presented one day post-implant with the right atrial lead dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted clogged with tissue. After the helix was cleaned, torque was applied to the connector pin, and the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.